Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist, during a right transfemoral tavr procedure, there was resistance when advancing the 26mm sapien 3 ultra valve into the 14fr esheath. The resistance caused the valve to exit the seam of the esheath in the iliac artery, around where the external iliac becomes the common iliac artery. There was frame damage observed on the valve. The devices were pulled out of the patient. A 11mm x 10cm viabahn stent was placed to repair the artery. The case was aborted. It was noted that the patient's belly was distended . The patient died in the ICU later that day. The cause of death is unknown at this time. It was clarified that the loader was able to be fully inserted into the esheath and the esheath was not inserted at a steep angle. The commander delivery system was in default position during insertion. The vessel was not pre-dilated . The devices are not available for evaluation.

Event description:
Edwards received notification from a field clinical specialist (fcs), during a right transfemoral tavr procedure, there was resistance when advancing the 26mm sapien 3 ultra valve into the 14fr esheath. The resistance caused the valve to exit the seam of the esheath in the iliac artery, around where the external iliac becomes the common iliac artery. There was frame damage observed on the valve. The devices were pulled out of the patient. A stent was placed to repair the iliac artery perforation. The case was aborted. Medical records provided by the facility noted that during the tavr procedure, the esheath was inserted through the right femoral to iliac system without difficulty or without any resistance. There was moderate resistance when passing the delivery system through the sheath. The valve was advanced and suddenly gave free. This was associated with sudden marked blood pressure drop. A perforation of the right iliofemoral system was confirmed by angiography, resulting in significant retroperitoneal and intraperitoneal bleed requiring massive transfusion and repair of the femoral and iliac artery with a covered stent. The patient became acidotic due to the blood loss, developed severe abdominal distention. The intra-abdominal pressures were greater than 60mmhg, which prevented venous return. A bav was performed with a 22mm non-ew balloon to relieve some of the hemodynamic burden. The patient was stabilized and transferred to the ICU in critical condition. After discussion with the family, it was decided to change the directive to comfort care only, and the patient subsequently passed away. The discharge diagnosis was aborted tavr procedure due to perforation of the right iliac artery with progressive compromise, possible mesenteric ischemia and infarction resulting in death. Through follow up with the field clinical specialist, it was learned that the loader was able to be fully inserted into the esheath and the esheath was not inserted at a steep angle. The commander delivery system was in default position during insertion. The vessel was not pre-dilated. The devices were discarded and are not available for evaluation.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as neither the complaint device nor applicable imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a right transfemoral tavr procedure, there was resistance when advancing the 26mm sapien 3 ultra valve into the 14fr esheath. The resistance caused the valve to exit the seam of the esheath in the iliac artery, around where the external iliac becomes the common iliac artery. There was frame damage observed on the valve'. Additionally, per imagery, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the resistance, it could result in bent strut and subsequently tear through the sheath liner as reported. As such, available information suggests that patient factors (calcification / tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.